Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007, the patient presented with pre-op diagnosis of herniated nucleus pulposus, c5-6 , left , with left arm pain, cervical spondylosis, weak left arm and underwent anterior disk fusion with decompression c5-6, interbody graft with a 7mm peek graft and bmp, plating with a 21 mm plate, and 14 times two fixed screws at c6. Per op-notes, ¿. .. 7 mm trial was placed at the interbody and tapped into position.. And then 7mm peek spacer was taken , bmp which had been presoaked , 1mg on a pledget was placed in the center and then this peek was tapped into position at c6-7 and recessed 1 mm. 21 mm plate was then placed over c5-6. A stray pin was placed at the inferior hole.. Two 14 mm screws were placed through the superior hole and left slightly proud. .. The fixed angle guide was placed through the inferior holes and two tap holes were placed into the body of c6. Then two 14 mm fixed angle screws were placed through the inferior holes into the body of c6. .. .¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.